Event description:
This is a report of patient made mistake/break in aseptic technique that caused peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. Action taken with pd therapy was not reported. The patient was hospitalized for the event and was treated with vancomycin (1gm, inj, frequency not reported) fortum 250mg, inj, frequency not reported) and cefepime (1gm, route and frequency not reported). The outcome of this peritonitis event was unknown. The patient was retrained on proper technique and recovered on (B)(6) 2013.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.